Manufacturer narrative:
(B)(4). Date sent 8/27/2025. D4 batch #471d68. Investigation summary- the product was returned for thorough evaluation, which included visual inspections and functional testing of the returned device. Visual analysis of the returned sample revealed that the tlc75 device was received with no apparent damage and with a reload loaded in the device. The reload was returned fully fired with the swing tab in lock position. The device was tested for functionality with a test reload and it fired, cut, and formed all the staples as intended. The staple line and cut line were complete, and the staples meet the staple form release criteria. The event described could not be confirmed as no malformed staples were observed and the device performed without any difficulties. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Although it could not be determine the cause of the reported incident, proper usage of the proximate linear cutter is important to ensure functionality. For more information, please refer to the instructions for use. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 471d68, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent 8/20/2025 d4 batch # unk the device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Additional information was requested, and the following was obtained: 1. Please provide more details about the device quality issue. 2. Did the device lock-out (no staples deployed and no cut line started)? No 3. Or, did the device start to deploy staples and cut but could not be completed (partial fire)? Full fire 4. Were any staples delivered into the tissue at all? In some areas but in some areas not which is why he over sewed the staple line 5. What was the appearance of the deployed staples (b-formed, malformed, goal post/legs straight)? Some malformed or not deployed at all 6. Were there staples missing from the staple line (staples not present/visible on any portion of the staple line)? Yes 7. Did the device cut the tissue? Yes 8. If the device cut, was the cut line complete?yes this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a whipple procedure, the stapler misfired during the fourth reload. The surgeon oversaw the case to ensure its completion. There were no patient consequences reported.